Manufacturer narrative:
(B)(4). Date sent: 7/26/2021. D4: batch # 148a35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger is locked. Once in the cavity, press the anvil release button to reopen the instrument jaws and return the closing trigger to its original position. To articulate the instrument, turn the articulating lever until it comes to a stop in either direction. To rotate the instrument, turn the rotating knob by applying pressure in a clockwise or counter-clockwise direction. The instrument shaft will rotate freely in either direction. Position the instrument around the tissue to be stapled. The tissue should be positioned between the black line at the distal end of the jaws and the black line at the proximal end, indicating the end of the staple line. The inner black line references the cut line of the device. After positioning the instrument jaws, close the jaws by squeezing the closing trigger until it locks. An audible click indicates that the closing trigger and jaws are locked. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Fire the instrument by squeezing the firing trigger completely with one continuous, smooth stroke until it rests on the closing trigger. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release button. While pressure is still on the anvil release button, slowly release the closing trigger. Gently pull the instrument away from the transected tissue and ensure the tissue is released from the jaws. To remove the instrument from the cavity, squeeze the closing trigger until it locks, closing the jaws. Remove the instrument through the trocar in the closed position. Attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: pre-operatively, was the patient diagnosed with cholecystocolonic fistula? If not, what were the pre-op indications for surgery? Not known. What was the target tissue of the ets firing in the cholecystectomy? Not known. Is it the surgeon¿s normal routine to us the ets during a cholecystectomy? No, it is not. This clinic normally only uses ets in appendectomies. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Not known. How was the leak identified? Pre-operative: not known in detail other than that patient needed acute surgery 2 days post of initial cholecystectomy. Intraoperative during re-op; clearly visible. What was observed at the site of the leak upon reoperation? Like described earlier in complaint: fecal matter in abdomen and a clear and present leakage/ hole in ets staple line. How was the leak addressed? Like a described earlier in complaint: right sided hemicolectomy with temporary stoma. Current patient status? Unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, because of complicating stricture/fistula it was decided to use an ets stapler to create access to the cholecyst. First attempt to close the ats45 instrument was associated with unusually high resistance, but it could be closed. Then firing was also associated with an unusually high resistance but firing sequence was completed, and also with a slight unusual clicking sound at the end of knife advancement. But then the instrument could not be opened by conventional means. Our surgeon had to use external force upon jaws to open them ever so slightly then pulling back the instrument from tissue. This put a lot of pressure on tissue/staple line. Surgeon was worried that something was wrong with stapler/and that tissue/staple line could have been damaged during withdrawal, and therefore a new ats45 instrument from a different lot was opened and used in further stapling. However, the same reload lot was used. The second firing went through the exact same scenario: resistance in closing, resistance in firing (with clicking sound), not possible to open conventionally having to use external force upon jaws and pull back with extra stress upon tissue/staple line. After this the surgeon did not trust the staple line to hold and chose to use another stapling platform that functioned normally throughout the rest of the procedure. Surgeon tried with new stapling platform to remove all of the created ets staple lines and did so with most of it, but unfortunate could not remove all of the ets staple line without risking further injuring the patient. Subsequently the cholecystectomy was performed according to plan. Surgeon was very worried that ets staple line could lead to complications and even possible re-operation, which unfortunately became the case. Two days later, on saturday may 22nd patient underwent acute surgery for suspected leakage. Surgeon identified fecal matter in the abdomen and also identified a clear and present hole in the ets staple line. Surgeon was left with no other option than to remove a large part of the colon performing a right-sided hemicolectomy with temporary stoma that patient hopefully can reverse within a couple of months.